Manufacturer narrative:
Date of report: 07jun2019. Date rec'd by MFR: 06jun2019. The patient's information could not be disclosed except the gender, which was provided in the initial report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09april2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that during use the ventilator generated a "oxygen not available" message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 30may2019. The manufacturer¿s international service technician evaluated the unit. A run test was performed in an attempt to duplicate the reported issue. The reported issue could not be duplicated. The error log showed that the "oxygen device abnormality" error had occurred and in consequence the "oxygen not available" alarm was produced. A functional test, pressure accuracy test and flow accuracy test were performed and no abnormalities were discovered. Therefore, the reported issue was considered to have been caused by an external element, such as respiratory circuits. No repairs were performed and the ventilator was put back into use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.